Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 34 mg/dl while sleeping. Reportedly, customer did not wake up from sleeping as usual, therefore the customer's mother woke the customer up and instructed the customer to test bg. Cause of the low bg was reportedly unknown. Customer treated low bg by drinking juice. Recommendation was made to discuss bg with healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump and continuous glucose monitor (cgm) was not in use on (B)(6) 2019. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.